Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A field service engineer found that the screen was black and opened the e-drawer for inspection. The fse disconnected the backup battery and data cord, powered off the pyxis device, waited, and then powered it back on; the screen functioned briefly before turning black again. The fse reseated the all-in-one unit and all connections on the docking board and replaced the hard drive but was unable to reimage due to bios password issues. After installing another all-in-one screen, the fse was able to access the bios. The fse attempted multiple reimage procedures, including replacing hard drives, commsled, and universal serial bus drives, and re-downloading the aio6 1.11 image; however, the reimage attempts were unsuccessful. The customer logged in with escort access, recovered the drawer failure, powered off the device, and moved it to the or. Once reconnected and powered on, the device successfully booted into the application and was communicating. The customer logged into pases, accessed multiple drawers, and confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system had a failed to bootup. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.